Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had not received any alarms on there insulin pump but they feel like it was not delivering insulin. No harm requiring medical intervention was reported. The customer experienced high blood glucose. The customer's high blood glucose was 195 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.